Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was damaged the following information was received by the initial reporter with the following. It was reported by the customer that while attempting to prime the pca tubing using the prime function, the fluid is not visible in the tube, and it dropped on to the floor. There was no apparent fluid in the line - so we had to switch out lines and reprime. We had to waste 5ml of the controlled hydromorphone due to the amount that ended up being in the line or that had been primed onto the floor. We primed a new line, and again, you cannot see if the fluid is in the line or not based on the thickness of the tubing itself. We were able to determine this time that the line was primed by going incredibly slow and waiting for the drip at the end. Seems like this will continue to cause some confusion/medication waste as there is no way to determine if the line is fully primed unless it drips from the line. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.